Manufacturer narrative:
(B)(4) the patient¿s medications include; spiriva respimat, calcium, magnesium, move free joint health advance, vitamin b-12, bumetanide, omeprazole, colcrys, trazodone, xarelto, vitamin d3, symbicort, creon, metoprolol, amiodarone, potassium chloride, atorvastatin, vitamin c, iron, rapaflo, multivitamins, and aspirin.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of a 4.6 cm abdominal aortic aneurysm and a 3.4 cm right common iliac artery (rcia) aneurysm with four gore® excluder® aaa endoprostheses. Final angiography reportedly showed exclusion of both aneurysms with no evidence of endoleak. The patient was reported to have tolerated the procedure. On (B)(6) 2018, routine follow up imaging identified evidence of a distal type I endoleak on the contralateral leg component implanted into the right common iliac artery. It was reported there was no evidence of aneurysm enlargement. According to the report, the endoleak was caused by remodeling of the aorta and proximal movement (distance unknown) of the device when the guidewire was removed during the initial implantation procedure.

Event description:
On or about, (B)(6) 2018, routine follow-up imaging showed evidence of a continuing distal type I endoleak with aneurysm enlargement (amount unknown) within the patient¿s right common iliac artery. On (B)(6) 2018, an additional procedure was performed to treat the endoleak. According to the report the right internal iliac artery was coil embolized and intentionally covered with the implantation of a contralateral leg component for distal extension. Final angiography showed resolution of the endoleak and the patient was reported to have tolerated the procedure. No further adverse events were reported.

Manufacturer narrative:
Relevant tests/laboratory data: june 5, 2018 imaging added.